Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the biosensor was being used with a bard power PICC solo catheter. The catheter was being inserted into a female pt's left brachial vein in the radiology department. The pt had chronic low blood pressure. The flush test was performed and showed normal doppler function. Upon insertion, there was little doppler signal and a yellow triangle symbol appeared on the console. The PICC line was inserted further into the pt and the doppler flow became visible and a green arrow appeared on the console. From that point, the clinician slowly advanced and elevated p-waves were present. The doppler was not real strong but was functional. The blue bullseye then appeared on the console and the image was saved. Upon taking an x-ray, the reading physician confirmed the PICC was not in fact placed in an artery and residing near the aorta. As a result, the catheter was then removed and was placed on the opposite side. The nurse held pressure on the artery site and swelling of the upper arm was present. They will continue to monitor pt for any add'l complications. There was a delay in treatment with no pt harm and no pt death was reported.